Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tvc55 instrument firing knob would not move at all (locked out). There was no consequence to the pt. The device was discarded.